Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level went as low as 20 mg/dl and as high as 300 mg/dl. Troubleshooting for low blood glucose was performed. Customer believed they did not eat enough food compared to the amount of insulin they received. Customer advised they went to the hospital for being severely low, falling to the ground and as a result fracturing their hip. Customer performed the displacement test and passed. Customer was advised to follow up with their healthcare provider and make necessary changes on the setting of the insulin pump.